Manufacturer narrative:
The technician isolated the issue to a non functioning check valve. He replaced the check valve assembly to repair the bed.

Event description:
Information received indicates the head of the bed will not go up.